Event description:
In 2003, a patient was implanted with a vented electric left ventricular assist device (lvad). Three mos later, the vad coordinator contacted the MFR reporting that the pt was at home asleep, awoke and sat up to use the restroom when pt received a yellow wrench alarm. When the patient sat up in their lvad flow's would drop from 8.0 lpm to 2.0 lpm. The patient was unable to get out of bed without this occurring, so the vad coordinator instructed the patient to remain in bed and called for an ambulance to take the patient to the hospital. The patient arrived at the hosp and was admitted. Two days later the patient was taken to surgery for repair to a suspected outflow graft kink. The outflow graft kink was confirmed in surgery. The outlow graft was dissected out and the outflow graft bend relief was cut down and revealed a severe twist and kink of the graft below the bend relief. The graft was clamped on both sides of the kink. The piece of the graft with the kink was dissected out and the graft was reapproximated with an end-to-end anstomosis. The bend relief was re-approximated. De-airing was performed with a vent in the graft. The patient did well and was discharged back to home a few days later. This destination therapy patient remains ongoing on lvad support at this time.